Event description:
It was reported that an endurant ii 16x16x82 limb was prepared for use. As the physician advanced the delivery system over the guidewire, the wire passed through the shaft but would not pass through the handle area. Two attempts were made to advance the delivery system over the wire, but the device was not advanced into the patient. A new device was immediately retrieved, and the procedure was successfully completed. The physician commented that this event did not result in a procedure delay that impacted the patient's outcome. An analysis of the returned device was performed by a cross-functional team. The complaint was confirmed; the guidewire could not be passed through the delivery system. A kink in the graft cover in the region of the strain relief prevented the guidewire passage. The cause of the kink is unknown, but may have occurred during original shipment of the device (device was reworked).

Manufacturer narrative:
(B)(4). Evaluation: results: (kink in graft cover), (insufficient information; cause of kink is unknown) evaluation, conclusions: (insufficient information; cause of kink is unknown).